Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue.  The cause of the reported issue was determined to be a cracked capacitor, designator c177, from the analog pcb assembly.  The cracked capacitor caused 20.3 ua of excess off current, which depleted the internal hybrid layer capacitor (hlc) batteries and prevented the device from powering on.   The customer received a replacement device.

Event description:
The customer reported to physio-control that their device had all three icons (charge pak, attention and service wrench) present on the readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event. Upon evaluation of the customer¿s device, physio-control observed that it would not power on when prompted.